Manufacturer narrative:
Additional information: patient information. Patient weight is unknown.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the logs for generator errors were checked. Inverter module, x-ray tube and ht controller were tested. System operation was checked at high power to check for random generator overloads. The reported issue could not be replicated. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during a procedure, a "generator overload" error message was displayed on the imaging system. The procedure was completed with the use of imaging system. There was no delay to procedure. No known impact on patient outcome.